Event description:
The customer reported experiencing an occlusion alarm. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer changed the pump supplies to address the issue and resumed insulin therapy.